Event description:
The device was returned to zoll for an upgrade. During incoming inspection of the product by zoll's technical svc dept the device's display screen blanked out and remained out. There was no pt involvement in the reported malfunction.